Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her blood glucose was 582 mg/dl. She felt thirsty as a result of her hyperglycemia. The patient treated via manual insulin injection twice. During troubleshooting the customer noted small air bubbles in the tubing. No other anomalies were noted. The insulin pump was not returned for analysis.